Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. The reported complaint could not be confirmed; the platform performed as intended. During functional testing, the platform powered on successfully multiple times without any faults occurring. The platform was also run for 15 minutes continuously with no issues noted. The archive shows that from (B)(6) 2013 thru (B)(6) 2013, the platform was powered on and off successfully by the customer with no problems encountered. Following service, the device passed all testing criteria.

Event description:
Complainant alleged that the autopulse resuscitation system would not turn on, even with operative batteries. No adverse patient sequelae was reported. Manufacturer has requested additional information, however no additional details have been provided.